Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The hospital has reported to the sales rep that the gamma3 nail has broken during use after 3 months of use. According to the surgeon, the pt made no sudden movements when the nail went broke.